Event description:
The pump was returned for investigation. Investigation revealed missing keypad contacts, a dim and discolored display screen, as well as a crack in the battery compartment. This report is made based on results of investigation completed on 01/08/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the pump¿s keypad cover was peeled from the base with the "contrast", "down" and ¿ok" button contacts missing. Contamination was found under the missing contrast contact and the up button contact. The pump¿s display screen was dim and reddish. Additionally, the battery compartment was cracked from the bottom of the finger pad grip to the seal case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)